Event description:
It was reported that at the time of the original surgery the electrode was partially inserted into the cochlea. Over time, auditory percept from the device decreased. Revision surgery was performed in order to achieve better placement of the electrode. During the revision surgery in 2000, the physician decided to replace the implant due to impedance readings being outside of the normal range. Patient was reimplanted with another clarion device.